Manufacturer narrative:
This supplemental report is being submitted to provide corrections, and the results of the final investigation. Corrected fields: d10, e1 (name), e2, e3, e4. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced an alarm e433. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced an alarm e433. There were no reports of patient or user harm associated with this event.